Manufacturer narrative:
Add'l 510(k): k130596. Eval: waiting for product return.

Event description:
Open colectomy. Caiman vessel sealing device would not seal. Surgeon continuously double sealed and when he would cut tissue it would bleed. No pt injury. Surgical delay less than 30 minutes. Suture and a stapler was required to complete the procedure.